Event description:
Bravo cf capsule (model #fgs-0636, lot #6315sf) did not adhere to the esophagus as designed. When scope was reintroduced to check placement, capsule found in patient's mouth. Capsule retrieved, no harm to patient. New bravo capsule delivery system obtained and placed. Faulty device given to sales representative who was notified of the device failure.